Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 588 mg/dl. The customer also had ketones, vomiting and dry mouth. The customer was put back on the insulin pump, but her blood glucose levels kept elevating. Troubleshooting was preformed, and the insulin pump passed the prime and high pressure tests. The healthcare professional advised the customer to have the insulin pump replaced. Nothing further was reported.